Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The hardware and instruments passed the system checkout. The system was found to be fully functional. A software investigation was performed through log analysis. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. No parts were replaced or retuned to the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro:) (B)(6). Brand name: number of persons exposed:1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate.

Event description:
A site representative reported that, while in a spinal fusion procedure, the exposure from the imaging system was aborted. When exposing there was only a brief beep sound and no image. The issue occurred during the post-op confirmation scan. The system performed as expected during the rest of the surgery. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.